Event description:
The physician reports that the crystalens leading haptics tore when advancing the iol in the staar surgical lens injector cartridge. The damage was noted prior to patient contact.

Manufacturer narrative:
The device history records were reviewed, and there were no discrepancies or unusual findings.